Event description:
Pt infusaport not functioning. Brought to or for removal and replacement. Port was visualized by surgeon with catheter severed and free floating. Snared by interventional radiology via right groin incision.